Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with stone removal, a cook fusion lithotripsy extraction basket was used. A sphincterotomy had already been performed before the extraction attempt. One large stone was captured inside the basket and became impacted while inside the common bile duct. Manual fracture of the stone was attempted. The basket and the stone could not be removed. An alliance gun was attached but the basket failed to break the stone. The basket handle was then cut off the basket and a cook soehendra lithotriptor cable and handle were attached. The cable and handle could not break the stone. The patient was sent to surgery to have the basket removed from the common bile duct. The patient was placed in the intensive care unit and their condition was unknown at the time of the initial report. On (B)(6) 2012, we were informed that the basket was successfully removed during surgery and the patient recovered well. The patient is doing well now.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. An attempt to manually crush the stone while in the duct was attempted with the basket, but this was unsuccessful. The instructions for use includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. Basket impaction is identified as a potential complication per the instructions for use. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.